Manufacturer narrative:
Other applicable components are: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6), 2012, product type: extension.

Event description:
Information received via a representative reported a portion of the extension is eroding through the skin and they were concerned about the development of an infection. The device had not ruptured through the skin, but it was eroding through the skin in the area at the back of the scalp. There were no signs of an infection at the time. Interventions taken to resolve the issue was partial system explant. They were planning to cut out the section of the exposed extension that had eroded through the skin and disconnect the extension from the lead (on the day of the call). The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.